Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called because his device was failing and he wanted to know if he should get it removed. Patient stated the device was off and it was shocking him and causing problems with his nerves. Patient stated the patient programmer (pp) was changing from 4.4 to 20.5 and the lightening bolt keeps appearing and disappearing. Patient stated he did not even have the pp stated he could feel the stimulation changing, turning on and off, and shocking him around the implant site. Patient wanted to know if device could explode because the healthcare provider (hcp) told him that. The patient reported fell about a month ago and could be related to this issue. The patient reported that change in symptom or therapy was sudden in nature. The patient spoke with representative today and have the device scheduled to be removed on (B)(6) at 5:30 am. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: explant was completed. Patient fell and cracked their battery. Battery was replaced and issue was resolved. There were no further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed that the ins passed functional testing, final test on automated test console, had good stable outputs on all electrode pairs, telemetry was acceptable, no issues when pressing on the ins can, and functioned without issue throughout testing at body temperature. If information is provided in the future, a supplemental report will be issued.